Event description:
The st. Jude medical representative reported that the device was experiencing excessive battery discharge. Technical services calculated that the device had reached early battery depletion. The device was explanted.